Manufacturer narrative:
The field service engineer determined that a pump assembly was leaking water. Upon closer inspection, a bushing in the pump was found to be disintegrated. This was related to lack of water supply from the analyzer water supply tank. The output to the system was kinked at the shutoff valve. The lack of water in the system led to the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin I immunoassay on a cobas 6000 e 601 module. The sample was collected from a patient that had already been deceased. The questionable initial result was reported outside of the laboratory. The sample initially resulted in a troponin I value of 1.28 ng/ml. The sample was repeated, resulting in a value of 0.5 ng/ml. The repeat value was deemed correct and a corrected report was issued. The sample was also repeated twice on a second e 601 analyzer. The values from the second analyzer were not provided. The troponin I reagent lot number and expiration date were requested, but not provided.